Manufacturer narrative:
Results: the distal tip of the indigo system aspiration catheter 6 (cat6) was ovalized approximately 128.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the distal tip of the cat6 was ovalized. This type of damage typically occurs due to improper handling during use. If the device is forcefully gripped or manipulated during insertion into the patient, damage such as this may occur. All penumbra catheters are inspected during in-process inspection and inspected by quality after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician used the cat6 to remove thrombus before retracting it from the patient in order to flush it. After flushing the cat6, while attempting to reinsert it in to the patient without experiencing resistance, the physician noticed the cat6 tip became compressed. The procedure was then completed using a new cat6. There was no report of an adverse effect to the patient.